Event description:
Infection reported. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
Infection reported. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Further information was received indicating that the infection type was (B) (6).

Manufacturer narrative:
Evaluation summary: no anomalies found. The full lead was returned and analyzed.

Manufacturer narrative:
Evaluation summary: (B) (4) no anomalies found. The full lead was returned and analyzed.